Event description:
It was reported that the customer received a motor error alarm on the insulin pump during basal delivery. The customer's blood glucose was 90 mg/dl. During troubleshooting, it was found that the insulin pump was exposed to a magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She received a motor position encoder error alarm and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to out of phase motor encoder signal. Unable to perform displacement test and confirm e70 alarm due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.